Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of pacemaker mediated tachycardia (pmt). The pmt episodes appear to be due to atrial driven rates. Additionally, there was far field oversensing resulting in inappropriate stored atrial tachy response (atr) episodes. The device was re-programmed and retested for pmt and as were falling into post-ventricular atrial refractory period (pvarp). At this time, the device remains in service. No adverse patient effects were reported.